Event description:
It was reported that the implantable neurostimulator (ins) depleted prematurely and was already at the elective replacement indicator (eri). It was noted that longevity prediction was 5.8 months and the end of service (eos) prediction was 8.8 months with the following parameters: case positive, contacts 1 and 2 negative, amplitude at 5.4 volts, 180 pulse width, a rate of 160 hertz and 610 therapy impedance at 8.603 milliamps.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v553429, implanted: (B)(6) 2011, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was battery depletion. It was noted that the implantable neurostimulator battery depletion was normal. It was noted that there was a replacement on (B)(6) 2013. It was noted that the patient did not require hospitalization due to the event. It was noted that the patient recovered without sequela.